Event description:
The customer states that the architect analyzer generated a discrepant lithium result for one pt sample. An initial lithium result of 2.1 (units of measure not provided) was reported and subsequently questioned by nursing staff explaining that the pt had not been given lithium for some time. The sample was repeated, yielding a value of 0.7. There was no impact to pt management reported due to this issue. The customer utilizes lithium reagents supplied by a 3rd party non-abbott manufacturer/supplier. The lithium reagent manufacturer was identified as thermo trace. No add'l info regarding the reagent manufacturer was made available.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.